Event description:
The international customer reported the ventilator would not power on. The customer reported the ventilator motor controller pcb board was shorting the power supply and the monitor display was blank. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The distributor service engineer will replace the motor controller pcb board to address the reported problem. A failure of the device motor controller pcb board may result in non-operation of the blower which may affect ventilation in normal ventilation mode use.

Manufacturer narrative:
Parts requested from international distributor. Parts requested for return.